Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal, which caused ventricular fibrillation (vf). The event of successfully terminated with a second high voltage therapy. The patient was stable.